Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was to be used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device failed to deliver energy when attempting to remove a large polyp. Reportedly, the patient had to be clipped in case of a bleed. The procedure was completed with a different device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.